Manufacturer narrative:
Evaluation completed. One 23 ga vitrectomy cutter was returned in a plastic (B)(6) bag along with a bl5223 pack from lot v0503. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. Visual inspection was the female luer connector that was approximately 10 inches from the back of the cutter was cracked. A functional test was performed using a stellaris pc system and sample piece of tubing. The cutter cut intermittently. In addition fluid and air did leak from the cracked connector location. It should be noted that an air/fluid leak could contribute to poor cutting performance due to loss of vacuum. The cause of the bent needle condition cannot be determined. The serialization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported the vitrectomy cutter was cutting intermittently, and the aspiration pressure was low. They replaced the pack with another and completed the surgery. There was no patient injury reported.